Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("total hysterectomy") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). The patient was treated with surgery. At the time of the report, the hysterectomy outcome was unknown. The reporter provided no causality assessment for hysterectomy with essure. The reporter commented: cross referenced with plaintiff case number: (B)(4). Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.